Event description:
It was reported that pt's scs system turned on by itself while the pt was in a hot tub. The pt has used a hot tub numerous times before without any problems. The pt is scheduled to meet with an sjm representative to investigate the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.